Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. The customer stated the device was exposed to moisture. The customer was in a lake when the critical pump error went off. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device was unable to pass the prime or seating, sleep current tests. Unable to perform basic occlusion, force sensor, and occlusion tests as a result. Per visual inspection there were traces of corrosion on the electronic board, lcd display, and the battery compartment. Motor was tested outside of the unit, and it passed. The s/n label located between the belt clip rails is illegible.